Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of june 1, 2018, is used for the estimated date of event between june 2018 and august 2023. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: makoto nishimura; mako koseki; tarek nammour; kana chin; sayaka nagao; jacques c. Beauvais; mark a. Schattner. "Safety of duodenal endoscopic submucosal dissection for superficial non-ampullary duodenal epithelial tumor: a single-center study in the united states" gastroenterology, hepatology, and nutrition service, memorial slone kettering cancer center, new york, ny 10022, journal of clinical medicine 2024, 13(1), 143; https://doi.org/10.3390/jcm13010143. Block h6: imdrf patient code e0506 captures the reportable event of a hemorrhage/blood loss/bleeding. Imdrf impact code e2337 captures the reportable event of stenosis. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f1901 captures the reportable event of additional surgery.

Event description:
Boston scientific became aware of events involving orise proknife through the article "safety of duodenal endoscopic submucosal dissection for superficial non-ampullary duodenal epithelial tumor: a single-center study in the united states" by nishimura et al. Per the article, between june 2018 and august 2023, 24 patients with duodenal lesions underwent endoscopic submucosal dissection. Six patients experienced post-esd bleeding: 4 during hospitalization and 2 post-discharges. Bleeding during hospitalization was managed with endoscopic clipping and coagulation. Post-hospitalization bleeding required one of the patients to return to the hospital and undergo endoscopic examination with clipping for hemostasis. Two patients developed duodenal stenosis and were managed with multiple dilation and resections. Please see the reference article for full details.